Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump was exposed to moisture due to customer jumping into a swimming pool for about five minutes. Customer reported that as a result, moisture was under display screen. There was also a number two on display screen and insulin pump had a constant tone. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with a blank display due to corroded electronic assemblies. The pump was received with a corroded motor home switch. The pump was received with a cracked case at the display window corners and minor scratches on the lcd window.